Manufacturer narrative:
Citation: shahanavaz s et al. Intentional fracture of bioprosthetic valve frames in patients undergoing valve-in-valve transcatheter pulmonary valve replacement. Circ cardiovasc interv. 2018 aug 3;11(8):e006453. Doi: 10.1161/circinterventions.118.006453. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an effort to identify patient-related, valve-related, or technical factors associated with outcomes of attempted intentional bioprosthetic valve frame fracture in patients who underwent transcatheter valve-in-valve replacement in the pulmonary position. All data were retrospectively collected from 13 centers. The study population included 37 patients with a mean age of 21 years. Of those, 28 were identified as having been implanted with medtronic melody transcatheter pulmonary valves and 3 were previously implanted with medtronic mosaic bioprosthetic valves in the pulmonary position. No serial numbers were provided. Among all mosaic patients, adverse events included: bioprosthetic pulmonary valve dysfunction that required transcatheter valve-in-valve implantation. No other details were reported. Based on the available information, medtronic product was associated with the adverse events. Among all melody patients, adverse events included: valve malposition, residual pulmonary valve stenosis, and a pre-stent dislodged and embolized into the main pulmonary artery during advancement of the melody delivery catheter system that required surgical removal of the pre-stent and valve replacement. Other adverse events observed: retroperitoneal hematoma that required hospitalization and blood transfusion. It was noted that there was no evidence of active bleeding from the vascular access sites related to the retroperitoneal hematoma. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.